Event description:
Patient's wife/user of the fmc dialysis device called and stated that the patient has a higher ultra filtration that normal. She wanted to know if this was ok. She provided drain volume amounts to tech support that included a larger than expected drain volume. Tech support asked the patient's wife if the patient was feeling ok. She stated that he said he feels fine, that he was feeling like he had gas earlier, and that he also had a milkshake about 30 minutes ago. Other than that he is doing well. On (B)(6) 2012 patient went to the hosp for shortness of breath, weakness, hypertension, and tachycardia. He was admitted with acute lower lobe community acquired pneumonia, non-st elevated mycardial infarction, probable sepsis with hypotension, probable underlying cardiomyopathy, and end stage renal disease rule out peritonitis. On (B)(6) 2012 consultation report stated patient has cellulitis and sepsis due to the cellulitis. Assessment and plan stated patient has peritonitis. On (B)(6) 2012 patient was discharged home on palliative care.

Manufacturer narrative:
The actual device was not returned for eval and therefore the reported event could not be confirmed or replicated. An investigation of the device mfg records was conducted. A batch record review was conducted and confirmed there were no deviations or nonconformities. Product labeling, material and process controls were found to be within specifications. The clinical investigation indicates that the large drain event was the result of patient's wife stopping a treatment after a fill due to an alarm, then re-setting up the cycler, and bypassing the drain. Patient was filled again which resulted in the large drain. Treatment data indicated the cycler drained as designed. The cycler alarmed to alert the user of a potential problem. Pneumonia, sepsis, and myocardial infarction were not attributed to the use of the cycler. There were no reports of fluid leaks or other issues which may have caused the aseptic peritonitis event. The fmc pharmacovigilance physician concludes review of the info and multiple calls reveal the patient's difficulty with the peritoneal dialysis treatments; the multiple drain alarms, requiring to bypass cycles, likely are a result of a peritoneal catheter patency problem, leading to low drains, and subsequent larger drains. There is no report of leaks which could have caused a break in the sterile technique. The reported large drain is likely from the peritoneal fluid which accumulated after several bypassed and incomplete drains. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 and 11 march 2013.